Event description:
International affiliate reports that on insertion of screw under high torque, the polyaxial screw head sheared off of the shaft. All parts of the screw were removed form the surgical site and another screw was inserted with no adverse consequences to the patient. Surgery was prolonged by 30 mins.

Manufacturer narrative:
Depuy synthes spine has requested return of the screw for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. A follow up report will be filed upon completion of the evaluation.

Manufacturer narrative:
The device was not returned for evaluation. The involved lot number was not provided. Without a lot number, a review of manufacturing records cannot be completed. The viper fenestrated screw system is intended to provide immobilization and stabilization of spinal segments in the treatment of acute and chronic instabilities or deformities of the thoracic, lumbar and sacral spine in patients with diminished bone quality (e.g., osteoporosis, osteopenia, metastatic disease). The quality of the patients bone is unknown. In the absence of a product sample and lot number, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
Examination of the returned screw confirmed the screw head had broken off at the base in the area where the screw head meets the shaft. It was also noted that the flex ball component was also broken. Review of the device history record found the product was released accomplishing all quality requirements. No definitive conclusions can be made as to the cause of screw breakage. However, the insertion of the screw likely presented a higher than anticipated torque during insertion of the polyaxial screw, resulting in screw head dislodgement. At this time, the complaint is considered to be closed.